Manufacturer narrative:
Product complaint (B)(4). Evaluation: an empty opened foil and a detached needle of product code vcp359, lot # mk2916 were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. Body fluids and marks could be observed on the body needle that appear to be by use of a surgical instrument. No suture remnant was observed into the barrel hole and the suture was not received to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident. If any further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a cesarean section on (B)(6) 2019 and suture was used. The needle pulled off of the suture when it was about to finish sewing up. Changed to another suture to complete surgery. There is no report on patient consequence. No additional information could be provided.